Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor displayed glucose data in the dexcom app but failed to pair with the ilet, consistent with a communication or connectivity issue between the cgm and the insulin dosing system. Symptoms included no cgm data available to the ilet. Outcomes included temporary interruption of automated glucose control on the ilet pending successful pairing. Investigation included guided troubleshooting and education: verifying the dexcom g7 selection on the ilet, reentering the four-digit pairing code, and advising the user to allow time for the connection to establish and to call back if unsuccessful. Investigation of this case revealed that the issue was isolated to pairing between the ilet and the dexcom g7, with the sensor functioning on the dexcom app and no sensor receiver in use. It was concluded, based on previously established findings for similar reports, that the cause was user interface or transient cgm communication disruption.